Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the reservoir of a large volume infusor. The medication used with the infusor was 76.8 ml of fluorouracil and 156.2 ml of dextrose solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured march 2, 2015 ¿ march 3, 2015. The device was received for evaluation. Visual inspection noted droplets of liquid on the inner wall of the housing, but no signs of a leak were found in the housing. The droplets appeared to be a result of condensation and ft-ir spectroscopy revealed that the droplets were water. A functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.